Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The pump and catheter were returned with no information. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The devices underwent routine analysis.